Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined; however, thrombus formation and an intimal dissection were present at the puncture site. The angio-seal instruction for use (IFU) state that if thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported following a percutaneous coronary angiogram, a 6f angio-seal vip was deployed in the right femoral artery. The next day, the patient returned to the hospital with right leg pain. An ultrasound revealed an occluded right femoral artery with thrombus on both sides of the angio-seal. Urokinase, dose unknown, was used to clear the thrombus. This failed, and the patient underwent a surgical endartarectomy, an embolectomy using fogarty and a patch angioplasty procedure to restore blood flow later that evening. Surgical findings revealed the intima of the artery was disrupted at the level of the angio-seal and distal margin on the left and right side had folded into the lumen occluding the artery. Thrombus formation had developed. The angio-seal was removed. A palpable popliteal pulse was present following surgery. The patient was not taking prescribed anti-coagulants. The coronary arteries were reported as normal.